Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') and uterine perforation ('migration of essure device location of device: right fallopian tube\perforation (other) please describe and state the location of the perforation: cornua.') In an adult female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no ectopic pregnancy, sepsis, blood transfusion and sepsis/IV antibiotics. She was not hospitalized. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) /partial corneal dissection). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic abscess, uterine perforation and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, pelvic abscess, pelvic pain and uterine perforation to be related to essure. The reporter commented: intervention done was left salpingectomy with extraction of essure device and right salpingectomy with extraction of essure device and partial corneal dissection. She had not done more than one essure removal surgery (per pfs). Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff fact sheet received. Reporter, event- abscess and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') and uterine perforation ('migration of essure device location of device: right fallopian tube\perforation (other) please describe and state the location of the perforation: cornua.') In an adult female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no ectopic pregnancy, sepsis, blood transfusion and sepsis/IV antibiotics. She was not hospitalized. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) /partial corneal dissection). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic abscess, uterine perforation and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, pelvic abscess, pelvic pain and uterine perforation to be related to essure. The reporter commented: intervention done was left salpingectomy with extraction of essure device and right salpingectomy with extraction of essure device and partial corneal dissection. She had not done more than one essure removal surgery (per pfs) batch no b94874 production date 2013-11-20 expiration date 2016-11-30 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: right fallopian tube\perforation (other) please describe and state the location of the perforation: cornua.') In an adult female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) /partial corneal dissection). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, pelvic pain and uterine perforation to be related to essure. The reporter commented: intervention done was left salpingectomy with extraction of essure device and right salpingectomy with extraction of essure device and partial corneal dissection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic abscess ("abscess") and uterine perforation ("migration of essure device location of device: right fallopian tube\perforation (other) please describe and state the location of the perforation: cornua.") In an adult female patient who had essure inserted (lot no. B94874) for female sterilisation. Additional non-serious events are detailed below. Medical conditions: she had no ectopic pregnancy, sepsis, blood transfusion and sepsis/IV antibiotics. She was not hospitalized. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pelvic abscess (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) /partial corneal dissection). At the time of the report, the pelvic pain was resolving. The outcomes for pelvic abscess, uterine perforation and abdominal pain were unknown. The reporter considered abdominal pain, pelvic abscess, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: intervention done was left salpingectomy with extraction of essure device and right salpingectomy with extraction of essure device and partial corneal dissection. She had not done more than one essure removal surgery (per pfs) date(s) of insertion: (B)(6) 2014 (discrepancy noted as per pif). Batch no b94874, production date: 2013-11-20, and expiration date: 2016-11-30. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic abscess ("abscess") and uterine perforation ("migration of essure device location of device: right fallopian tube\perforation (other) please describe and state the location of the perforation: cornua.") In an adult female patient who had essure inserted (lot no. B94874) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, pelvic pain female, disease obstructive lung, diabetes, hypertension, appendectomy, depression, ovarian cyst, anxiety and multi gravida. She had no ectopic pregnancy, sepsis, blood transfusion and sepsis/IV antibiotics. She was not hospitalized. Previously administered products included: iud nos. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pelvic abscess (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) /partial corneal dissection). At the time of the report, the pelvic pain was resolving. The outcomes for pelvic abscess, uterine perforation and abdominal pain were unknown. The reporter considered abdominal pain, pelvic abscess, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: intervention done was left salpingectomy with extraction of essure device and right salpingectomy with extraction of essure device and partial corneal dissection. She had not done more than one essure removal surgery (per pfs) date(s) of insertion: (B)(6) 2014 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: gross description: left fallopian tube essure device: coiled silver wire measuring 4.6 cm in length and has a diameter of less than 0.1 cm. Right fallopian tube essure device: there is a coiled silver wire in the proximal portion of the tube measuring 4.2 cm in length and has a diameter of less than 0.1 cm. Anatomic diagnosis: a. Left fallopian tube, salpingectomy: - full cross section of unremarkable fallopian tube with essure device. B. Right fallopian tube, salpingectomy: - full cross section of unremarkable fallopian tube with essure device. [Ultrasound scan] on (B)(6) 2015: there is a linear echogenic area seen at the uterus at the cornua bilaterally best seen on the left side consistent with prior essure procedure. This appears unremarkable. Impression: endometrial thickness at the upper limits measuring about 1.4 cm. Status post essure procedure. Stable 2.2 cm probable hemorrhagic cyst at the left ovary. 2.1 cm cyst/follicle at the right ovary. No torsion.; on (B)(6) 2015: endovaginal ultrasound reveals an anteverted and anteflexed mid sagittal uterus with regular uterine contours measuring 53.6 mm for the fundus, 27.2 mm for the cervix, and measuring 51.7 mm transversely with a normal appearing endometrium of 12.6 mm height. Scanning views of the endometrium do not show any significant intrusion of these devices into the cavity however the bilateral cornua showed bright echogenic reflection consistent with the devices. There iso free pelvic fluid. The uterus itself is not overly tender during this particular exam, however, the bilateral adnexa are tender. The right ovary measured 20.3 x 17.2 mm in the right parasagittal oblique view with very small less than 1 cm cysts. The left ovary measures 33.7 x 23.3 mm in the left parasagittal oblique view with 3 small 8-10 mm follicular cysts overall impression: overall impression is the patient has an anteverted mid sagittal uterus without obvious protrusion of the devices into the major part of the cavity. No obvious embedding of the devices is seen parallel to the uterus or in the parametria. There is no obvious hydrosalpinx or other disease noted in the adnexa. Clinically there was tenderness of the bilateral adnexa during this exam; on (B)(6) 2016: impression: 3.6 cm probable hemorrhagic cyst at the left ovary. No torsion. Right ovary unremarkable along with the uterus. Small amount of fluid at endometrial cavity and small amount of free fluid in cul-de-sac. Suggest follow-up ultrasound in 6 weeks batch no (B)(4) production date 2013-11-20 expiration date 2016-11-30. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Surgical pathology report added.. Lab data added. Medical history, concomitant condition & reporter information updated . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: right fallopian tube\perforation (other) please describe and state the location of the perforation: cornua.') In an adult female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) /partial corneal dissection). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, pelvic pain and uterine perforation to be related to essure. The reporter commented: intervention done was left salpingectomy with extraction of essure device and right salpingectomy with extraction of essure device and partial corneal dissection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: plaintiff fact sheet- event injury replaced with migration of essure device location of device: right fallopian tube\perforation (other) please describe and state the location of the perforation: cornua, abdominal pain and chronic pelvic pain. Lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.